Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, pain with mesh erosion was noted and reported to have a probable relationship with the study device and procedure. The patient received a lidocaine injection and the events have recovered/resolved without sequelae as of (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: 51, f, 159lbs, 27.86. Name of index surgical procedure? Sling operation for stress incontinence (eg, fascia or synthetic). The diagnosis and indication for the index surgical procedure? Stress incontinence. Were any concomitant procedures performed? Yes, noted in the edc. Other relevant patient history/concomitant medications? Yes, noted in the edc. What was the initial approach for the index surgical procedure? Robotic. Were any concurrent devices implanted? Yes. Were there any intra-operative complications? No. Please describe any medical intervention given for pain management including medication name and results. Lidocaine injection in clinic, will be returning to or for removal or revision of vaginal suture. Location and character of pain? Right-sided tenderness to light palpation at the right midurethral sling site on the mons. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Per edc ae form, relationship to study device and procedure was deemed probable. What is the patient's current status? Not recovered. Product code and lot number? Lot ¿ 3941649 model ¿ tvtrl- there is no serial number or product code. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention specific to the mesh exposure including dates and findings. Surgeon¿s name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: mesh erosion. Update: drug therapy = yes.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: pt presented with right-sided tenderness to light palpation at the right midurethral sling site on the mons. There was no evidence of mesh erosion during exam in clinic. Pt was taken to the or and found right suprapubic incision with evidence of skin puckering. Surrounding tissue was dissected off the mesh ((B)(6) 2022). H6 clinical code: e2402 - tenderness, skin puckering a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: postoperative pain start date: 24 oct 2022 end date: 10 nov 2022 severity: moderate updated: surgical procedure, therapy, or intervention : no => yes; removal or revision of vaginal suture.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 additional information received: adverse event term: pelvic pain start date: 01 feb 2024 severity: moderate is the adverse event serious? No life-threatening illness or injury: no permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: unlikely . Relationship to primary study procedure: not related. Intervention/treatment: drug therapy: yes. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No.